Manufacturer narrative:
The reported event is confirmed supplier related. Visual evaluation noted received 1 latex foley catheter with open original packaging. No damage to the balloon was present upon visual inspection. Attempted in inflate balloon with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water). Upon inflation leakage was present from drainage eye indicating lumen to lumen leakage. Therefore, the reported event is confirmed and does not meet specifications which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be wall thickness too thin. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. The labelling review is not required as labelling would not have prevented the reported event. Correction: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of foley catheter popped while inserting into patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of foley catheter popped while inserting into patient.